Manufacturer narrative:
Additional information provided in h.3. , h.6. And h.11. The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Two viscoelastics were indicated. It is unknown if the qualified viscoelastic component was used. The file indicated the use of non-qualified cartridge and handpiece. The company lens model is only qualified for use in company model cartridges and company model handpiece. The product was not returned. The root cause for the reported complaint is related to failure to follow the (instructions for use) IFU. A non-qualified cartridge and handpiece were indicated. It is unknown if the qualified viscoelastic component was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, when loading the lens had a problem with loading the lens and the haptics was bent with no patient contact. The surgery was completed same day.